Manufacturer narrative:
The customer reported that the asi was blank and battery pack was depleted. The maintenance schedule is reported as daily. Troubleshooting of the AED with the customer identified that the AED was tried with a spare battery pack; the device is functioning as designed and can remain in service. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on, asi is blank. Tried a spare battery pack and the battery self-test functioned as designed. The reported event did not occur during patient use.